Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the failure.

Event description:
The core impaction drill was sent for eval due to overheating during a tooth extraction procedure. Another drill was used to complete the procedure without delay; no adverse event was associated with the device.